Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7072053.

Event description:
It was reported that the patient was experiencing poking pain over the left lead tip which worsened with movement and any activity where pressure was applied to the area over the lead, such as leaning back in a chair. Reprogramming was attempted but was not successful. The stimulation in the left lead was turned off and the stimulation in the right lead continued to provide 100 per cent relief of the pain at the bra line. The left lead was repositioned and the paint at the lead site has resolved. The patient is doing well postoperatively and experiencing pain relief. It is unclear which serial number belongs to the left lead.